Event description:
It was reported that the customer had issues changing his infusion set. An open circle appeared on the screen because he was running a temp basal rate and the insulin pump would not stop beeping. The customer's blood glucose level was not reported. The customer reported he was hospitalized. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).